Event description:
It was reported that following an unspecified electrophysiology procedure with a boston scientific device the patient experienced air embolism and stroke. Thus, a bat (brain attack team) was called, and the patient is being seen by neurology. Additional procedure and device details have been requested but are currently unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.